Event description:
It was reported, the patient had a refill on friday (B)(6) 2013 at noon. The hcp filled the patient will 4000mcg/ml instead of 1000mcg/ml. No programming was changed and no bridge was performed. The patient was now in the ER (emergency room) with increased spasticity, hard time breathing, and upset stomach. The catheter volume was .201ml. It was reviewed with caller that the 4000mcg/ml should have been gone around 77 hours after the refill and the patient should be getting the 4000mcg/ml. The reporter was waiting on orders to update the pump. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, lot# unknown; product type programmer, physician. (B)(4).